Event description:
A malfunction was reported on the customer's pump, identified by the code "malf 1," which recurred even after being reset. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for troubleshooting and reset the pump, but the issue persisted, leading to a decision to replace the pump. The customer was given guidance on using mobile app features, returning the faulty pump, and setting up a replacement pump with updated software. The replacement pump was dispatched without a delivery signature requirement, and the customer was instructed to use multiple daily injections as a backup therapy.